Event description:
The complainant reported that during impella 5.5 support via left axillary artery access, purge fluid leakage was observed from the integrated purge sidearm. Despite the observed leakage, purge pressure and purge flow rate were reported to remain stable, and the device continued to provide support. At the time of this report, the patient remains on impella 5.5 support. No signs or symptoms of patient injury or patient harm have been reported in association with this event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative. The sales representative reported that the availability of the device for return is currently unknown. The sales representative further indicated that they do not routinely support the reporting facility and therefore could not confirm the current status of the device.

Manufacturer narrative:
This follow up report is being submitted to document additional information received. D6b has been updated to include the explant date. The patient survived the explant.

Event description:
Additional information was received that reported the product was discarded and cannot be returned.